Event description:
Adverse event: baker's cyst: in 2009 a female patient with osteoarthritis in both knees received 1st supartz injections into both knees. Three days after her 1st injection, she developed severe pain in bilateral knees and swelling in the posterior compartment. On exam, she has found to have extreme tenderness to palpation and bulge in her popliteal fossa bilaterally. Ultrasound examination showed effusion in bilateral baker's cysts, but no effusion in the suprapatellar pouch. Fluid was aspirated from bilateral baker's cysts, it was cloudy yellow, synovial analysis showed wbc 200, lymphocytes 100% in the right knee, and wbc 300 and 98% lymphocytes in the left knee. No crystals and no organisms on gram stain or culture from either knee. Subsequent to aspiration, on the same day, both baker's cysts were injected with depomedrol 80mg. Within the next 3-4 days, her pain was significantly reduced. No further attempts to inject with viscosupplementation product will be pursued based on a presumed allergic reaction or pseudoseptic reaction to supartz.

Manufacturer narrative:
This is definitive report. No additional information was available.